Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they noticed a very large variation between the temperature sensed by the arctic sun device and the temperature detected by other means was about 2 degrees difference. In addition, the temperature at which the patient was standing varied continuously. Per follow-up information, received via email on 23dec2022, the temperature cable had been replaced. No other intervention needed. The therapy was not affected as it was completed with another device, as they switched devices as soon as they detected the temperature difference. They used rectal probe to compare versus the vesical probed connected to the arctic sun.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature in cable. During evaluation, it is detected that the temperature probe cable is failing sporadically. Temperature in cable was replaced. Various satisfactory function tests are carried out. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they noticed a very large variation between the temperature sensed by the arctic sun device and the temperature detected by other means was about 2 degrees difference. In addition, the temperature at which the patient was standing varied continuously. Per follow up information received via email on 23dec2022, the temperature cable had been replaced. No other intervention needed. The therapy was not affected as it was completed with another device, as they switched devices as soon as they detected the temperature difference. They used rectal probe to compare versus the vesical probed connected to the arctic sun.